Manufacturer narrative:
The insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump alarmed unexpected restart after battery change due to connector on interface board voltage leak. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected alarm and signal too low alarm. The customer's blood glucose level was 5.9 mmol/l at the time of the incident. The customer stated that the pump performed a memory test every minute. The product was returned for analysis.